Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Manufacturing records could not be confirmed because the serial number was unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the device was not returned, and a reproduction test was not conducted. The root cause could not be identified. However, the probable cause was likely due to fluid invasion in the scopes. It was also recommended to check for dust build or corrosion in the output socket on the clv-190. A follow up was made and the customer confirmed that the issue was resolved. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to a sales rep on behalf of the customer to troubleshoot the device. Tac advised the sales rep to clean the scope contacts with alcohol and to power off/on the device. Tac further advised powering off the light source prior to connecting or disconnecting the scope. If a b30/ e216 error displays, both the cv-190/clv-190 must be powered off for the error reset. Tac mentioned that if the customer was aware of provided information, the probable cause was due to fluid invasion in the scopes if the leak tester scope connector was damaged. Tac recommended checking for dust build or corrosion in the output socket on the clv-190. A follow up was made and the customer confirmed that the issue was resolved and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error with multiple scopes. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.